Manufacturer narrative:
Continuation of d10: product ID 8780 serial# (B)(6) implanted: (B)(6) 2018 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 25-may-2019, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient receiving int rathecal dilaudid (hydromorphone) 1500 mcg/ml at a dose of 150 mcg/day via an implantable pump. It was reported that the patient was having a pump replacement. Once the pump was connected, the catheter would not aspirate. The physician disconnected the pump and it fell on the floor. A new pump was provided and the patient would return for a catheter replacement once they received insurance authorization. The issue was not resolved at the time of the report.

Manufacturer narrative:
B5 correction: information regarding dropped new pump was omitted and captured in product event 708581942. D4 correction: pump serial number was corrected to the pump that was implanted at the time of the event (B)(6). For event regarding pump with s/n: (B)(6), please refer to product event 708581942. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient receiving int rathecal dilaudid (hydromorphone) 1500 mcg/ml at a dose of 150 mcg/day via an implantable pump. It was reported that the patient was having a pump replacement. Once the pump was connected, the catheter would not aspirate. The patient would return for a catheter replacement once they received insurance authorization. The issue was not resolved at the time of the report. Information was received from a health care provider (hcp) regarding a patient receiving intrathecal baclofen, clonidine and dilaudid (hydromorphone) via an implantable pump for non-malignant pain. It was reported that the hcp stated that the patient had a pump placed on (B)(6) 2025 and the patient came to the emergency room (ER) with symptoms of nausea, vomiting, and no signs of pain relief. The surgeon was concerned that the pump may not be working. The hcp wanted a rep to assist with pump programming and tech services reported and transferred caller to the national answering service (nas). Additional information received indicated that they could not do a dye study due to the catheter not aspirating so cause was not determined. The catheter not aspirating was not resolved. The patient was not scheduled for a catheter replacement yet due to scheduling.